Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open general surgery, at the moment of closing the fascia when making the knot of the suture without exerting greater force, the thread broke. The user had to pass the stitch again and use a new suture to resolve the issue. There was no patient injury.